Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was that determined that assy retractor dwr hh cubie which lead to the observed thermal damage, assy latch, fh drawer due to a missing component, which prevents the proper functionality of the whole assembly. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI). Part analysis: the reported condition of "device not detected on bus" was confirmed during field service engineer testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4). The fse reported that the main enhanced hh cubie 4.1 had all pockets not detected on the bus. The fse replaced the drawer retractor, drawer controller board, and pyxis module controller board. The cubie tray (row a) was also replaced due to failures identified during hta diagnostics. All tests passed successfully. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151622-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 353839-01: was received with signs of excessive wear on keys. P/n 359408-01: was received with a missing magnetic component. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: passed the dmm and hta testing. P/n 151630-01: passed the dmm and hta testing. P/n 353839-01: no further testing was required. P/n 359408-01: no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "device not detected on bus" was due to: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality. Excessive wear on the "cover, silicone, kybd" which compromises the proper functionality. A faulty "assy latch, fh drawer" due to a missing component, which prevents the proper functionality of the whole assembly.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device was not detected on the bus. The field service engineer (fse) found that the main enhanced half-height cubie 4.1 had failed, with all pockets not detected on the bus. The fse replaced the drawer retractor, drawer controller board, and pyxis module controller board. Additionally, the cubie tray in row a was replaced due to failures observed during hardware test application diagnostics. All components were tested and passed successfully. The medstation was confirmed to be fully operational. The rx technician verified functionality, hardware test application diagnostics passed, and the storage space was configured and assigned. The pharmacy technician was able to recover and access the device multiple times successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.